Event description:
It was reported that the patient presented to the hospital for a routine pulse generator change procedure. It was noted that both the right atrial (ra) and right ventricular (rv) leads previously exhibited noise. The pulse generator was replaced. The leads remained in situ. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device code: 1036. Ref reports: mw5182089, mw5182091.